Manufacturer narrative:
Analysis was unable to confirm the stated reason for return of screen freezing, though it was noted that because the unit was returned without its stylus it is difficult to reproduce the complaint. It was additionally noted that both lower hinge display bullets were missing, the cover of the cable bay was broken and errors were found in the software history. The device was cleaned, both lower hinge display units as well as the cable bay were replaced, a stylus was added and calibrated and new software was installed. The device then passed its electrical safety as well as all final functional and systems tests.

Event description:
It was reported that the programmer's screen kept freezing. The programmer has not been received into service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service.